Manufacturer narrative:
The 05/03/2016 software investigation completed. Findings are that this was not a failure. The first empty image acquired was sub-optimal, after adjusting, due to recommendations everything functioned properly. Software is functioning as designed. User error. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a fluoro spine procedure, the surgeon alleged an inaccuracy. Empty image acquired and activated, however, the anterior posterior (ap) and lateral images were receiving error messages and not activating. The radiographic technologist (rt) collimated the ap and lateral images, which activated on the navigation system, that is when the 1 centimeter inaccuracy was noted, direction of inaccuracy not provided. In trouble-shooting, the medtronic representative suggested that they take another empty image, offered image recommendations for the empty. Also, asked the site to remove the collimation from the ap and lateral images, offered recommendations for the ap and lateral images. After adjusting the kv on c-arm and removing the collimation, the empty, ap and lateral images activated. Surgeon confirmed accuracy and proceeded using navigation for the surgery. Issue was resolved. Delay in therapy was approximately 10 minutes. There was no impact on patient outcome.